Event description:
On (B)(6) 2012, we have been informed about an allergic reaction with ECG skintact fs-50 electrodes at dermatology, (B)(6). The body type was described as slightly obese and the skin type as normal. The skin was cleaned and dried, not shaven, not disinfected and no ointment has been used. Three electrodes were applied for 3 hours and 20 minutes to the chest. After the treatment "redness of the skin with itching" in round shapes of 5cm could be detected underneath the adhesive areas. The initial reporter diagnosed a contact dermitis and performed further testing with possible contact allergens. The result showed positive reaction to colophony. The injury was treated by peniramine im, topical steroid ointment.

Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during (B)(4) and concerns our complaint # (B)(4). Retained samples of the same lot were inspected visually and mechanically. No deviation could be observed. The retained samples were within specification. The supplier of the adhesive foam used for this electrode confirmed that the adhesive coating of the foam contains parts of colophony. They stated: "our laboratory has informed us that the adhesive coat includes since the beginning of the product development colophony. All components of the adhesive are approved for medical applications, and our product has been approved for medical applications with these components." We therefore consider this incident an unusual event.